Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. A taxus express2 stent was deployed in the rca in 2008. During follow-up angiography, an aneurysm was identified. No treatment was given. The physician will monitor the aneurysm.